Event description:
It was reported that a patient underwent a debridement and extensor tendon repair and plaster external fixation on (B)(6) 2022 and suture was used. The patient's condition improved after surgery and was discharged from the hospital. The patient always saw a little exudation on the wound surface of the outpatient department, with poor healing and limited mobility. The patient had poor wound healing and wound secretion. Considering the rejection of the tendon suture, patient was admitted to the hospital again on the 59th day after the surgery to cut the left dorsum pedis and remove the tendon suture. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure -unk. The diagnosis and indication for the index surgical procedure? -rupture of extensor tendon of left foot. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?-open. On what tissue was the suture used?-tendon. What was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk. How was the suture placed (interrupted or continuous)?-interrupted how was the suture originally tied (multiple knots, square knot, etc.)? -unk please describe any medical/surgical intervention required for this suture event including dates and results. - removed the suture on (B)(6) 2022 with another op. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - unk. What symptoms did the patient experience following the index surgical procedure? Onset date? - poor wound healing & wound secretion other relevant patient history/concomitant medications? -unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? -the product issue. What is the patient's current status?-good. If applicable, will product be returned? If so, please provide the return date and tracking information. -no.